Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the tip of the blood flow diversion dense mesh stent was damaged and it was stuck in the y valve when it was taken out as a whole. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for blood flow diversion dense mesh stenting of a saccular, unruptured left c7 segment aneurysm with a max diameter of 10.3mm and a 5.6mm neck diameter. Landing zone: distal: 4.3mm and proximal: 4.8mm. Patient's vessel tortuosity was moderate. Access vessel was the left femoral artery with a 5mm diameter. Dapt (dual antiplatelet treatment) was administered, preoperative double antibody. After the stent was replaced, angiographic result post procedure showed contrast agent retention in the aneurysm. Additional information was received stating that after the stent was deployed for the first time, it was found that the tip end could not be opened, so the stent was withdrawn. As a result, the stent was deployed halfway and the microcatheter could not be fully retrieved. During the withdrawal process, it got stuck in the y-valve. Later, the entire system was replaced, and the stent and microcatheter were reinstalled to complete the surgery. Regarding the cause of the event, it was believed to be due to the damaged stent tip which resulted in incomplete retrieval. Resistance occurred in the distal end of the catheter. The pushwire was not damaged. Ancillary devices include a 7f cook sheath, neromax guide catheter, phenom27 microcatheter, and sychro2 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the tip-end failure to open was due to a broken tip end. The pipeline did not open at the distal section. When it failed to open, the pipeline was placed in the straight part of the vessel. No other additional steps or devices were used; the positions of the microcatheter and intermediate catheter were repeatedly adjusted, and the position of the push guidewire was adjusted.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex and phenom 27 catheter were returned inside a bio-hazard bag and a shipping box. Damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the braid was not opened and frayed. The proximal end of the braid was found open and frayed. No bend was observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 7.0cm to 11.9cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0260¿ mandrel through the catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was confirmed, as the braid's distal end was not opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that the vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which rules these out as potential causes. The damaged braid may have contributed to the failure to open. Braid damage can occur due to resheathing more than 2 times, over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire, or deploying/re-sheathing the braid against resistance. Additionally, the customer's report of "resistance during delivery/retrieval" was confirmed, as the pipeline flex was returned stuck inside the phenom 27 catheter. Both the pipeline flex and the catheter were found to have damage. The observed damage to the catheter (accordioning), braid (fraying), and hypotube (stretching) suggests that high force was likely used. This damage may have resulted from the customer¿s attempts to advance or retrieve the pipeline flex through the catheter against resistance. However, the root cause of the resistance could not be determined. Possible resistance cause includes a lack of continuous flush with heparinized saline during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.